Manufacturer narrative:
The na electrode lot number is l4429. The cl electrode lot number and the expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 122 mmol/l and the initial cl result of 88 mmol/l. The customer questioned the low results and repeated the sample. The sample was repeated on another analyzer and the repeat na result was 135 mmol/l and the repeat cl result was 98 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The cl electrode lot number is f6198. The customer replaced the na, k, and cl electrodes and performed calibration and qc prior to the field service engineer visit. The field service engineer (fse) performed ise checks, conditioned the electrodes, performed reagent primes, observed bubbles in the ise block and adjusted the diluent nozzle, replaced the dilution bath assembly, replaced a vacuum valve and an ise block valve, and replaced vacuum valve o-rings. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.